Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of the extension found no anomaly.

Event description:
It was reported that impedances greater than 10,000 ohms were measured on electrodes 4, 5, 6, and 7 on the extension. The extension was cleaned and re-attached, but there was no difference in impedances. A new extension was used and impedances were normal. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.